Event description:
1315 paged pa [physician assistant], to inform upon removal of jp [jackson-pratt] drain some resistance notice. Drain seems embedded inside the skin. Rn, at bedside asses, try to retrieve the drain and unable to do so. Stop any additional attempt. Place a new dressing. Pt aware of situation, no distress noted. Inform charge nurse, and primary rn of current situation. 1325 paged dr. Regarding not being able to remove jp drain. Aware no, new orders at this time 1345 paged again, pa for new orders. Awaiting response. 1400 paged alternate pa, inform him regarding the jp drain situation. Per pa, will come to assess at bedside. 1417 pa at bedside. 1445 bedside sterile procedure, performed by pa. Successfully remove jp drain, no retrain object. Pt tolerated well. Asses and change surgical site. Pt stated pain 10/10, dilaudid given per order. 1500 per pa, is okay to continue with discharge.